Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that following a MRI exam, a patient sustained a rf burn to the anterior aspect of the right hip that was described as a second degree burn with a 1/2 inch blister. The patient was given preventative antibiotics. After some time, debridement surgery was necessary to remove a necrotic patch. It was reported by the customer that the patient refused to change out of their clothing and into mr compatible clothing.

Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The mr system was operating within specifications and determined to be operating normally when checked by the ge healthcare field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation describes the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure.